Event description:
Patient was revised to address loosening. Osteolysis was discovered intraoperatively.

Manufacturer narrative:
Examination of the submitted device revealed markings suggesting loosening while in vivo. The investigation could not draw any conclusions about the device loosening. A search of the complain database did not show any other reports against the manufacturing lots. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.